Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. The on lcd board was inspected and no anomaly was noted. Analysis was unable to verify for excessive no delivery alarm and perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart test and all operating current measurement due to no act button response. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 348 mg/dl at the time of incident. Troubleshooting was done. The insulin did exit during plunger push but the insulin pump alarmed no delivery alarm during prime. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.